Event description:
It was reported that while stimulation was turned on, the patient's leg went numb from the knee down and the patient collapsed 15 times. It was attempted to turn stimulation off to alleviate the numbness in her leg but it did not help. The patient was unable to curl her toes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).